Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Intl customer reported that a pt underwent an open laparoscopic hernia repair in 2007 with mesh implant. The pt is currently hospitalized and undergoing treatment for a fistula. Add'l info was requested; no further info has been received.